Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event is not provided / unknown. Initial reporter¿s email address is not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reported that the tsvt4b13 implant at tooth site #9 failed due to an infection and was removed. Pain, inflammation and swelling is also reported.